Manufacturer narrative:
This event was initially reported as a malfunction for loss of image due to the monitor flickering because the duration of full loss of image could not be confirmed. Upon additional information provided, this event is no longer reportable as it was confirmed that the flickering was observed on right side of the monitor and that there was no full loss of image.

Event description:
This event was initially reported as a malfunction for loss of image due to the monitor flickering because the duration of full loss of image could not be confirmed. Upon additional information provided, this event is no longer reportable as it was confirmed that the flickering was observed on right side of the monitor and that there was no full loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monitor was flickering. However, the duration of full loss of image could not be confirmed.